Event description:
It was reported that an unspecified number of bd autoshield¿ duo safety pen needles experienced safety shield failure during use. The following information was provided by the initial reporter: date received for intake: 30-jun-2020 material no: 329515 batch no: 9323630 it was reported needle did not lock in a safety position verbatim: I have personally noted twice now regarding the new bd auto-lock needles. After the needle has been inserted into the training skin pad and the pen is lifted up, the needle should auto-lock. Twice with two different staff the needle did not lock. The needle remains exposed on the back-end where the orange shield normally covers, and the top portion shows a red ring but it¿s not actually locked in a safety position. No patient impact. This product was used during training.

Manufacturer narrative:
H.6. Investigation: customer returned photos of an open bd autoshield duo. Customer states that the needle did not lock in a safety position. The photos were examined and exhibited the autoshield duo that was not properly activated with the patient end of the cannula exposed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photo and the fact no sample was returned for investigation this cannot be confirmed to be manufacturing related. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd autoshield¿ duo safety pen needles experienced safety shield failure during use. The following information was provided by the initial reporter: date received for intake: (B)(6) 2020. Material no: 329515 batch no: 9323630. It was reported needle did not lock in a safety position. Verbatim: I have personally noted twice now regarding the new bd auto-lock needles. After the needle has been inserted into the training skin pad and the pen is lifted up, the needle should auto-lock. Twice with two different staff the needle did not lock. The needle remains exposed on the back-end where the orange shield normally covers, and the top portion shows a red ring but it¿s not actually locked in a safety position. No patient impact. This product was used during training.